Event description:
On 5-30-97 the technologists operating the cx7-delta analyzer observed an unsuccessful calibration for glucose and calcium following routine maintenance on c cam and e cam tubing. The next calibration attempt was successful and subsequent serum controls were in acceptable range. Twenty-one pts were tested that had glucose orders before routine quality control testing was performed for urine specimens. The outcome of the urine qc showed alarmingly low glucose results, as did repeat testing of the same material. The technologist became suspicious and reran the specimens on another cx7 and found the values 25% higher. All 21 pts were rechecked on the other analyzer and the reports were amended. A recheck of the serum controls on the original analyzer produced good results again.